Manufacturer narrative:
Concomitant product(s): 5076 lead, implanted: (B)(6) 2010; unk lv lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined pacing impedance was noted on the right ventricular lead. In office maneuvers made the rv pacing impedance spike. Oversensing was also noted on the right ventricular lead. The right atrial lead was also noted to have had a spike in impedance and oversensing that had occurred about a month before. During a revision procedure, the leads were disconnected from the device header with no abnormalities detected. The leads were reconnected and tested again and no issues were noted during provocative maneuvers. The rv impedance alert was programmed off. The leads remain in use. No patient complications have been reported as a result of this event.